Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. Visual inspection of the device showed no shaft damage. Functional analysis was performed using the set-up procedure outlined in the instructions for use, where the rotation of the device functioned as designed. Aspiration testing results revealed that this device did not perform as designed per the test procedure specification sheet. Inspection of the remainder of the device revealed no damage or irregularities. The allegations from the field of evacuation failure were confirmed.

Event description:
It was reported that the jetstream catheter stopped aspirating. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial occlusive disease (pavk) with severe calcification. During the procedure, while inside the patient, the jetstream catheter ran successfully for about 8 minutes, before the suction was not working properly (very slow) and no blood was coming through despite the pumps working as usual. There was no error message associated, and no visible kinks or anomalies. The catheter was removed from the patient and tested in sterile water, however, the suction was still very low. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.

Event description:
It was reported that the jetstream catheter stopped aspirating. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial occlusive disease (pavk) with severe calcification. During the procedure, while inside the patient, the jetstream catheter ran successfully for about 8 minutes, before the suction was not working properly (very slow) and no blood was coming through despite the pumps working as usual. There was no error message associated, and no visible kinks or anomalies. The catheter was removed from the patient and tested in sterile water, however, the suction was still very low. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.